Manufacturer narrative:
(B)(4). The device was returned and an evaluation was completed. A review of the event history log revealed no failure, malfunction or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported problem. The results of the sample analysis revealed the device was tested and passed both the return instrument test/evaluation (rite) functional and electrical testing. The device was determined to meet specification requirements per rite testing. External & internal inspection was performed and revealed no problems. A review of the service history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. The sample evaluation and the review of the logs did not identify anything that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. Prior to the diagnosis of the hernia, the patient experienced some abdominal discomfort and bulging in his upper umbilical area. The hernia was not pre-existing prior to the start of pd therapy. The patient did not experience any overfill events prior to the diagnosis of the hernia. The patient was hospitalized for five days due to the surgical hernia repair. Following the hernia repair, the patient was placed on back up hemodialysis therapy with a decreased fill volume. After four weeks, the patient restarted back on pd therapy at their original fill volume. The patient was reported to have recovered from this hernia event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient developed a hernia and underwent hernia repair surgery in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.